Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the pump no longer displayed the error after the reset. The customer successfully started their sensor session.